Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set event where infusion set quick release detached from tape directly after swimming on (B)(6) 2025. The site of insertion was lower back. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13-mar-2026 against "lot number 6012930 and similar malfunction code(s): leak between tubing and site connector detachment / significant wetness leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing tubing connector. The review confirmed that lot 6012930 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-mar-2026 against "lot number" criteria equal 6012930 and similar malfunction codes. Leak between tubing and site connector detachment / significant wetness. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing connector. The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012930 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 12 on 28/apr/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5d01260 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 24/apr/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5d01261 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 26/apr/2025, with a total of (B)(4) units. In the test 9 is found needle bent, extended sampling plan acceptable. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012930 and related malfunction codes for leak issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.